Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device experiencing an unexpected shutdown (inoperative) was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. Ventec further evaluated the removed ift and observed that tape was occluding the ambient pressure ports of two (2) pressure transducers (pt), designators pt2 and pt5. The tape was leftover by the pcb supplier from the pcb wash process and had not been removed after the wash process was complete. The investigation determined that the root cause of the reported issue was that tape had been left on a pressure transducer (pt), designator pt5, of the ift. While there was also tape on pt2, it did not contribute to the unexpected shutdown that was observed.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that their device would unexpectedly shutdown. There was no patient involvement.